Event description:
The devices were returned with a repair request stating that there are ¿6 defective hooks¿. There was no reported patient impact. Analysis found that the insulation on the instruments is compromised.

Manufacturer narrative:
(B)(4): date received by manufacturer: january 15, 2015.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. - cev225: hook cev225 dia 5mm 450mm monopolar, lot 141002 manufactured: october 2014 - cev225 (x3): hook cev225 dia 5mm 450mm monopolar, lot 140701 manufactured july 2014 - cev225: hook cev225 dia 5mm 450mm monopolar, lot 140703 manufactured july 2014. Patient code: no known impact or consequence to patient. (B)(4). Product evaluation: analysis found that the blue coating on all of the hooks (lots 131201, 141002, 140701 (x 3), 140703) is very damaged. The electrical insulation of this part of the instrument is compromised. The black sheaths are also damaged on their distal parts and impacted on their tubes. The instruments all passed electrical tests. These instruments probably went under numerous shocks during their uses and reprocessing. The blue coating has probably been damaged by the use of an abrasive.